Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance and loss of capture. Results indicated a fracture of the lead's tip. Chest x-ray imaging confirmed clavicular crush. The lead was capped and replaced on 28 jul 2022. The patient condition was stable post-procedure.